Event description:
On 2 occasions, the patient's insulin cartridge has cracked inside of the device's cartridge chamber, causing insulin leakage. Reporter indicated that on both occasions, there was no apparent damage to the insulin cartridge, prior to inserting it into the device. Patient's blood glucose increased, as a result of the insulin leakage (~24 mmol/l). They self-treated by bolusing insulin.